Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose drive support. The insulin pump was unable to verify prime alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, minor scratched display window, missing end cap sticker and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a compromised forced sensor alarm and motor error alarm during priming. Customer insulin pump fell but not hard. Customer states drive support cap was sticking out. Customer's blood glucose was 269 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Due to insulin pump needing to be returned, there was no need to troubleshoot for motor error alarm. No further information provided.